Manufacturer narrative:
For regularization - retrospective review / FDA request. According to the photos, the screws seem to reveal a break due to torsional stresses. In addition, the bone tunnel has not been drilled to a diameter at least equal to that of the screw. Origin of the breakage related to the use of the product. The quality of the product is not questioned. Communication and technical assistance actions with the distributor were conducted to enable surgeons to readjust their surgical technique.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. Screw broke when implanted: "he started to insert the screw and after 2 or 3 turns of the screwdriver, he saw that the screw had broken. He immediately removed it but the distal fragment remained in the tunnel (almost 40% of the screw). He had a hard time getting the screw back with the screwdriver. It is for this reason that the screw was completely destroyed in order to implant a new screw to achieve the tibial fixation."